Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: tridentii tritanium cluster50d; cat#702-04-50d ; lot#84664101a, size 3 accolade ii 127 deg; cat#6721-0330 ; lot#87370402, delta v-40 ceramic head 36/0; cat#6570-0-136 ; lot#88992802,and 6.5mm low profile hex screw 30mm; cat#7030-6530 ; lot#ynna2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient is under infection after total hip arthroplasty. The operation date was (B)(6)2021 and he visited the hospital again with infection two months later. Left leg. Product: stem(accolade ii),head(v40 ceramic),insert(x3 poly insert),cup(trident ii tritanium cluster),hip screw(6.5 low profile hex).

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: insufficient information was provided to support a medical review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient is under infection after total hip arthroplasty. The operation date was (B)(6) 2021 and he visited the hospital again with infection two months later. Left leg. -product: stem (accolade ii), head (v40 ceramic), insert (x3 poly insert), cup trident ii tritanium cluster), hip screw (6.5 low profile hex). Update: aspiration was performed and IV antibiotics were administered 3 weeks post operatively due to elevated crp. No bacterial pathogen was confirmed.